Event description:
Ous MDR - after an implantation time of about 3 years, it was reported that the ICD could no longer be interrogated. No deterioration of the patient's state of health was reported. The ICD was explanted.

Manufacturer narrative:
The ICD had been implanted over a period of 36 months. The device first underwent a status interrogation, during which the clinical observation was confirmed, the device could not be interrogated. Next, the device was opened. The battery proved to be discharged but not defective. The electronic module was connected to an external voltage source and underwent an electrical function check. The anti-bradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the module now reacted according to specifications with a defibrillation shock. The specified energy level was reached. During further analysis of the electronic module, an increased current uptake was identified, which contributed to the discharge of the battery and thus to the clinical observation. The inspection of the components of the electronic module identified a damaged transistor as cause for the increased power consumption. In addition, the manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In particular, the power consumption of the ICD was unremarkable and within specifications. In summary, the clinical observation resulted from an increased current uptake that was caused by a defect transistor. Furthermore, it cannot be ruled out that the functioning of the component was impaired by an external influence since the device was in a proper state at the time of the final factory inspection.